Manufacturer narrative:
Date of event is estimated. Patient weight is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 11047157.

Event description:
It was reported patient experienced a heart attack during the trial period. A stent was placed and patient was hospitalized. It is unknown which lead contributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.